Event description:
It was reported that the patient was seen in the hospital for atrial fibrillation, dizziness and was not feeling well. The patient was seen by the physician and the device was interrogated and was fine. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.